Event description:
It was reported that the patient experienced a pain at the midline anchor site. The patient underwent a lead and clik anchor explant procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7105099/7107080, UDI: (B)(4).